Event description:
It was reported that the bd syringe 10ml ll s/c 200 had volumetric inaccuracy. The following information was provided by the initial reporter: material#: 302995. Batch#: 4354266. This picture shows the available volume 9mls. The syringe appears to have greater than 9mls in the syringe. It was reported by the customer that drug #1 ampicillin 271mg in 9.03mls available volume in syringe 8.69 (it is not possible to measure 9.03 in a 10ml syringe, the increments of measure are 0.2mls) syringe appeared to have 9mls. (Difference of 0.34mls) drug #2 ampicillin 297mg in 9.9mls available volume in syringe 9.48mls syringe appeared to have just short of 10mls. (Can't measure 9.9mls with a 10 ml syringe.) Additionally noted when looking at ikp data, there were 2 doses of ampicillin given using the wrong brand/size syringe. (Difference of 0.42mls) verbatim: rcc received a complaint via email. During the site visit on (B)(6) 2025, at (B)(6) the following feedback was received along with our observations. Level 2 (B)(6) reports that the available volume in the syringe is always reported on the pcu, as less than what is visualized in the syringe. Cpc observed (B)(6) giving 2 medications both were in 10 ml syringes: approved syringes ref number 302995 (lot number on 10 ml syringes that cpc observed on other available 10 ml syringes was 4354266) drug #1 ampicillin 271mg in 9.03mls available volume in syringe 8.69 (it is not possible to measure 9.03 in a 10ml syringe, the increments of measure are 0.2mls) syringe appeared to have 9mls. (Difference of 0.34mls) drug #2 ampicillin 297mg in 9.9mls available volume in syringe 9.48mls syringe appeared to have just short of 10mls. (Can't measure 9.9mls with a 10 ml syringe.) Additionally noted when looking at ikp data, there were 2 doses of ampicillin given using the wrong brand/size syringe. (Difference of 0.42mls) (B)(6) 2025 at 2:18am a monoject 12 ml syringe was selected (B)(6) 2025 at 21:25 a terumo 10 ml syringe was selected in both cases it was for the drug, not the flush reviewed the information with (B)(6) question from nursing about having overfill in the syringe: syringe pump behavior, with interoperability, with volume greater than or at the intended vtbi (based on diluent volume) is to populate the intended vtbi. When the vtbi is less than the intended volume (based on diluent volume) the vtbi is left empty and has to be populated by the nurse. Pharmacy: verifies volume by visualizing the lines on the syringe. Epic maintains pictures of the volume in the syringe. (B)(6) wants pharmacist contact information from other hospitals using the syringe module. (B)(6) would like examples of policies from other (B)(6) using interoperability.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Volumetric accuracy. Two photos of a 10ml luer-lok syringe (part number 302995) were evaluated as part of the investigation. One image depicted a syringe connected to a bd alaris pcu pump with the plunger rod extended and a red highlight around the 9ml mark on the pump display, while the other showed a syringe filled with a clear fluid, with no visible defects. Based on the images received, the reported condition could not be confirmed, and no defects were identified. A physical sample is required to conduct a more comprehensive evaluation and determine the potential root cause. Furthermore, a device history record review was completed for provided lot number 4354266. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.